Event description:
The customer reported obtaining a contained cc (cartridge chemistry) sample probe leak involving the unicel dxc 600 synchron system. The customer discovered approximately 20 ml of clear fluid on the reaction wheel cover in the well area. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye wear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered liquid splashing from the cc (cartridge chemistry) collar wash when the system was priming. The fse replaced the cc sample probe collar wash to resolve the leak. The repair was verified per established procedures and no further leaks were observed. Failure mode is attributed to the cc collar wash. Results: cc sample probe collar wash. (B)(4).